Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a bleeding lcd glass, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported that the screen of the insulin pump was damaged. She stated that it looked like an ink spot on the screen. The blood glucose reading was 135 mg/dl. Nothing further was reported.